Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a patient. The patient was administered one shock at 100 joules and a second shock at 200 joules. During the procedure, the electrode's cable pulled away from the posterior electrode. Upon the removal of the posterior electrodes from the patient, a three by five millimeter burn was observed on the patient's back. The compalinant indicated that there were no additional adverse effect on the patient as a result of the reported malfunction.